Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume folfusor separated from the device upon opening the over-pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured february 23, 2015 to february 24, 2015. The device was received for evaluation. Visual inspection on the returned unit noted the fill port cap had separated from the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.